Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the end cap of the delivery catheter system (dcs) back handle cracked and the valve was unable to be deployed. The valve was withdrawn from the patient and discarded. A second transcatheter bioprosthetic valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description that was previously submitted. The additional information rendered the originally reported event not reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.